Manufacturer narrative:
Final analysis found that the outer coil bent on two locations at 26.2 and 26.7 cm from connector pin. The insulation was fractures/crushed at 30.0cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
It was reported that high capture threshold and high, out of range impedance were observed. Fracture was observed via x-ray. The lead was explanted and replaced. The patient was stable.